Event description:
Hosp personnel responded to a pt in imcu described as in cardiac arrest. According to the reporter, the device would not charge when the charge button was pressed. A backup device was immediately called for and used. The pt was resuscitated.